Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital, the patient had a witnessed syncopal event in hospital that was captured on telemetry as loss of capture. This was confirmed on device interrogation. The lead was replaced.